Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The mother reported via phone call that the insulin pump was repeatedly powering off. The mother stated the customer experienced high blood glucose as a result. The customer was treated with manual injections for their blood glucose. The mother also reported the battery was out of the insulin pump for 10 minutes, but the insulin pump would not turn on after. The insulin pump will not be returned for analysis.